Manufacturer narrative:
The "date of event" has not been provided. The device has not yet been made available for evaluation. If the device or further information becomes available, a follow-up report will then be issued.

Event description:
Consumer alleges he was going down the road when the unit allegedly made an abrupt right hand turn allegedly causing the consumer to be thrown into oncoming traffic.

Manufacturer narrative:
The customer stated that the chair was scrapped by the company that was storing it for him.

Event description:
Consumer alleges he was going down the road when the unit allegedly made an abrupt right hand turn allegedly causing the consumer to be thrown into oncoming traffic.